Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the connection failure to the video system center due to the damage of the cable or the electrical contacts failure of the video connector by the inappropriate user handling. Olympus stated the appropriate handling of ch-s400-xz-eb and the counter measures against abnormalities in the instruction manual of ch-s400-xz-eb.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image disappeared when left colon resection and rectum/sigmoid resection during a laparoscopic procedure. The user facility replaced the subject device with another device, therefore the procedure was delayed but no additional intervention needed and completed the intended procedure. The user facility checked the subject device before intended procedure and it was found no abnormality. The service department of olympus (B)(4) (oekg) checked the subject device and found the reported phenomenon that the endoscopic image disappeared occasionally was duplicated. In addition, the service department of oekg found the followings. The endoscopic image disappears occasionally or colored bands was displayed on the monitor when the camera cable was moved. There were rust on the optical connecting part. The electric circuit board was damaged. The service department of oekg supposed that the all malfunctions were due to the aging degradation or the inappropriate handling by the user. There was no report of patient injury associated with the event.